Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported of a universa soft ureteral stent set, the device was found split on the proximal end prior to patient contact. Another device was used to complete the procedure successfully. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation. The universa firm ureteral stent was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A review of complaint history, the device history record, specifications and quality control data was conducted. A review of the device history record found no non-conformances were noted. A review of complaint history for this product/lot number combination revealed this complaint to be the only complaint associated to lot number 7109801. There is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. Based on the information available, a definitive root cause cannot be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.